Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
During a routine follow-up appointment significant changes in in-situ measurements were noted. Parents do not report any significant incident of accident or trauma. There have been no changes in health or medication. The recipient was re-implanted.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At a routine follow-up significant changes in in-situ measurements were noted. Parents do not report any significant incident of accident or trauma. There have been no changes in health or medication. An integrity test is scheduled.